Manufacturer narrative:
Continuation of d10: product ID: 8598a lot/serial#: (B)(6); product type: catheter. Section. D information references the main component of the system. Other relevant device(s) are: product ID: 8598a; serial/lot #: (B)(6); ubd: 15-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient presented with fluid around the pump site they were instructed to wear a binder. Additional information received from the healthcare provider via a clinical study reported that on (B)(6) 2026 the catheter dye study results came out as abnormal and the aspirated fluid was collected and sent to be tested.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study reported that on (B)(6) 2026 fluid buildup was visible during examination.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a catheter occlusion was confirmed. It was noted that on (B)(6) 2026 35cc of serous was aspirated from the pump pocket. And 24cc was aspirated on (B)(6) 2026 .

Manufacturer narrative:
Continuation of d10: product ID 8598a, lot# serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.